Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor overinfused during patient infusion. The expected therapy time was 46 hours; however, it was observed that the device delivered medication dose in approximately 24 hours. The device contained 3775 mg fluorouracil (5fu) in 167.5 ml 0.9% sodium chloride (nacl). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: lot #: the suspect lot is either 23f021 or 23f018. Should additional relevant information become available, a supplemental report will be submitted.